Event description:
It was reported that this right atrial (ra) lead was part of a system explant due to patient feeling discomfort from the swelling near the clavicle area. Also, this lead is in the possession of the hospital. A leadless device was implanted a few days later. No additional adverse patient effects were reported.